Event description:
It was reported that the hcp encountered difficulty aspirating fluid through the cap (catheter access port). The morphine trial was very successful but since the infusion system was implanted, the pt has not had pain relief. The pump was ruled out as being a possible cause. The pump contained morphine. The device registration system indicates that there was a subsequent catheter revision.

Manufacturer narrative:
(B)(4)